Event description:
It was determined by the siemen's engineer that the problem with the centaur was a defective water valve. A piece of tubing came loose, and was flooding the bottom of the analyzer. Despite the condition, the machine flagged red and yellow, but continued to function albeit incorrectly. An engineer from siemens was available and made the necessary repairs to the unit. It was back on line later that day.